Event description:
Caller reported a cgm error 42 related to the sensor. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided complete pump reset information and guided them through the process, resulting in the successful resolution of the issue and the sensor session being successfully started.